Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-07-06. H.6. Investigation summary: bd received 10 samples and 2 photos for investigation. Evaluation of the photographs indicated tube presumably after centrifugation with its gel still at the bottom. 10 returned samples were visually inspected, and no gel defects related to the barrier formation were found. Additionally, 100 retained samples were visually observed, and no poor barrier separation-related defects were found. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there was poor barrier separation of sample the following information was provided by the initial reporter: email from customer "has noticed that the separation gel in a certain batch of pst tubes are not separating the cells from the plasma post centrifugation. The batch lot # 2237432 with an expiry of 02/2024. " 3-jul-2023 updated ae questiom ¿ erroneous results - no ¿ course of treatment changed - no ¿ any other actions required - no.

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there was poor barrier separation of sample the following information was provided by the initial reporter: email from customer "(B)(6) has noticed that the separation gel in a certain batch of pst tubes are not separating the cells from the plasma post centrifugation. The batch lot # 2237432 with an expiry of 02/2024. " 3-jul-2023 updated ae "question" erroneous results - no. Course of treatment changed - no. Any other actions required - no.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.